Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a blackout image. The issue was found during a therapeutic inguinal hernia procedure, with the patient under sedation and the device inside the patient, which was completed using the same device. There were no reports of patient harm.